Manufacturer narrative:
Correction: on initial MDR the product code should have been a150204 instead of a2201. Only the used device was returned loose inside the carton. The lens was not returned. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to the loading area. The nozzle anterior beveled tip was bent downward with a small aneurysm on each side at the damaged area. The plunger was removed and evaluated. There was no damage observed to the plunger. The plunger was re-inserted into the device with no abnormalities observed. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause cannot be determined for the reported complaint. The reported damaged piston was not observed. There was no problem found with the piston (blue plunger). The plunger was retracted upon return. The lens was not returned. The plunger was removed from the device and evaluated. No damage was observed. The plunger was reinserted into the device with no abnormality observed. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the piston was damaged. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).